Event description:
It was reported the subject device exhibited an abnormal image. The event was found at cleaning and disinfection for a therapeutic plasma electrocution procedure. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
The subject device was received for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of abnormal image. The subject device was inspected, and the issue was confirmed. It was also discovered that the cable failed. It is assumed that the image was not displayed due to the cable failure. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was due to cable failure. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on completed investigation.